Event description:
The customer reported that the device won't turn on / off, it will not turn on. There was no patient involvement.

Manufacturer narrative:
Additional information added to a1, h10. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device won't turn on / off, it will not turn on. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the logic board and front case assembly. A review of the device history record showed the device had a manufacture date of 03/08/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 14913700 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the assy logic board 8015ls. A review of the complaint history record in trackwise and sap was performed for the sn 14913700 which not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported that the device won't turn on / off, it will not turn on. There was no patient involvement.